Manufacturer narrative:
Exact date unknown, event occurred eight months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: 20465521/20465521.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site despite multiple reprogramming attempts. The patient underwent an explant procedure.